Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient. The patient reported that they had a power on reset (por) on their recharger. They stated that they charged the implantable neurostimulator (ins) 2 times but the error still appears. Patient services was able to assist the patient to clear the por. The patient stated that they don¿t recall any contributing factors. The patient was able to turn stimulation on. The issue was resolved at the time of the report. No further complications or patient symptoms were reported or anticipated.